Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 06/01/2025, it was reported that the patient reported that she was in a diabetic coma. She is with her family having dinner, she felt tired and laid down on her bed. Her sister couldn't wake her up and told her daughter to call an ambulance. The paramedics came they checked her blood sugar but the dexcom shows 74 mg/dl but the fingerstick is 49 mg/dl. They loaded her onto the ambulance and bought her to the hospital but she didn't know anything yet because she was still unconscious. When she woke up they gave her glucose tabs. She remain in the hospital until (B)(6) 2025. She didn't know what other medications she was given. She did not track it and the bg results nurses had taken when she was at the hospital. During the report, everything was now normal and she was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.